Event description:
Perigraft liquid was observed in 1999 in the right inquinal region after graft was implanted subcutaneously in left subclavian-femroral position in 1999. Because an infection was suspected, pt was re-operated in 1999. A graft occlusion was noted and a portion of the graft was removed.